Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was over 213% of their fill volume. The patient stated they were asymptomatic and did not experience an adverse event. The patient reported to have received the scale reading error during the treatment. The patient had a last drain volume of 5124ml and their largest fill volume was 2407ml. The reported large drain of 5124ml was 213% over the expected volume which resulted in a reportable device malfunction. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient received a new cycler and has continued with peritoneal dialysis therapy without further complications.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed the heater tray had slight discoloration. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The device was subjected to a simulated treatment test which was completed without any failures or alarms. An internal inspection found dried fluid on the bottoms cover between the frontal panel assembly and the pump assembly. The cause of encountered dried fluid could not be determined. The system air leak test, valve actuation test and the mushroom head check passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.